Manufacturer narrative:
The customer¿s report of the pcu not powering up and having thermal damage on the power supply board section c75 and d4 and surrounding areas was confirmed. Pcu s/n (B)(4) was received with no instrument seal. Cracks were observed on top of the rear case. The upper left wall on the rear case was damaged and fluid ingress was observed (manufacture date: february 2013). Thermal damage was observed internally on the power supply board c75 and d4. Fluid ingress was also observed on power supply board. Battery posts (front and rear left) were observed cracked. A 3rd party battery was observed on device. Dull iui connectors were observed on device. Fluid ingress identified on the power supply board appears to have originated from the damaged rear case screw well, resulting in thermal damage to the power supply board at d4. As a result, it is suspected that the thermal damage to the circuit caused current to bypass the intended path resulting in a short with vraw voltage raw (unregulated voltage). A successful basic infusion was performed (with the replacement power supply board) for a 6hr period at pump¿s last infusion rate of 200ml/h to verify device functionality. Additionally, the device was left powered on for a period of 72+ hour observing no thermal event or anomalies. Review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 25mar2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 22jun2020 and indicated that this device has not been previously returned for service. The proximate cause of the thermal damage on the power supply board is believed to be the result of fluid ingress reaching the power supply board originating from the damage/cracks on the rear case that resulted in a short circuit.

Event description:
It was reported by bd field service device technician that upon servicing the pc unit, it was noted that the power board was burned at section, as well as the surrounding areas. The device was sent by the customer to bd with a complaint of "no power". A photo of the power board was provided.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by bd field service device technician that upon servicing the pc unit, it was noted that the power board was burned at section c75 and d4, as well as the surrounding areas. The device was sent to him by the user with a complaint of "no power". A photo of the power board was provided to bd.